Event description:
The initial reporter received questionable elecsys fsh, elecsys total psa, and other assay results from multiple patient samples tested on the cobas e 801 analytical unit. The reporter provided the following examples of questionable results: patient sample 1 fsh the initial result from the analyzer was <0.3 miu/ml with a data flag. The repeat result from another analyzer was 35.8 miu/ml. Patient sample 2 fsh the initial result from the analyzer was <0.3 miu/ml with a data flag. The repeat result from another analyzer was 8.21 miu/ml. Patient sample 3 tpsa the initial result from the analyzer was <0.2 ng/ml with a data flag. The repeat result from another analyzer was 4.0 ng/ml. Multiple data flags in test results prompted the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The elecsys fsh reagent lot number is 813864 with an expiration date of 31-jan-2026. The elecsys total psa reagent lot number is 827044. The expiration date was not provided. The field service engineer (fse) inspected the analyzer and found a buildup in the rinse station waste lines. He also noted that the measuring cells needed to be replaced, and the system reagent cleancell was in the preclean position. He cleaned the waste lines, replaced the cells, and installed and primed a new preclean reagent. He verified the analyzer's performance by mechanical checks, calibrations, and qcs. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within the specified ranges. The qcs were within the specified ranges. There was no indication of a performance issue with the reagent the alarm trace did not indicate any issues. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.